Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222001 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when 5f mynx control vascular closure device (vcd) entered the sheath, the operator felt a strong sense of resistance, so removed the product. It was understood that the sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was being used in a coronary artery angiogram (cag) procedure. The patient¿s bmi was less than 40 kg/m2, the patient was not morbidly obese. The procedure used a retrograde approach. The mynx vcd closure unit was stored normally, opened, prepared and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was opened in sterile field. There was no difficulty experienced in prepping the device. The complaint product was not re-sterilized. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. The access site vessel had little tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of this device. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. The device will be returned for evaluation. Addendum: pe findings demonstrate the sealant was found partially exposed from the sealant sleeves due to the severely kinked/bent condition observed.

Manufacturer narrative:
Complaint conclusion: as reported, when 5f mynx control vascular closure device (vcd) entered the sheath, the operator felt a strong sense of resistance, so removed the product. It was understood that the sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx vcd was being used in a coronary artery angiogram (cag) procedure. The patient¿s body mass index (bmi) was less than 40 kg/m2, the patient was not morbidly obese. The procedure used a retrograde approach. The mynx vcd closure unit was stored normally, opened, prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. There was no difficulty experienced in prepping the device. The complaint product was not re-sterilized. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. The access site vessel had little tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of this device. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation with the device, and the stopcock was observed opened. In addition, the balloon was found fully deflated. Additionally, the sealant was found partially exposed from the sealant sleeves, which were observed to have been severely kinked/bent; however, there were no cracks observed on it. Dimensional analysis could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly condition. Per functional analysis, an applicable lab introducer sheath was used to perform the insertion/withdrawal test with the returned product, and the device was able to be inserted/advanced through the lab introducer sheath. Since the sealant outer sleeve assembly was found severely kinked/bent, slight resistance was felt when the device was inserted into the sheath. No other anomalies were observed. A simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed evidence that the sealant was partially exposed from the sealant sleeves due to severely kinked/bent condition; however, there were no cracks observed. A product history record (phr) review of lot f2222001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracks observed; however, the sleeves were found to be severely kinked/bent. Also, the reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since it was able to be inserted into the lab sample sheath during the insertion/withdrawal test although there was slight resistance felt. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, the premature swelling/exposure of the sealant, and the subsequent impedance experienced. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.